Event description:
Healthcare professional reported "appears to be something embedded in the center of the expander" the device was never implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant- breast. Photo evaluation: visual analysis of the photographs identified: ¿ hair/fiber on implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.